Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. (B)(4).

Event description:
It was reported that there was oversensing noise on the right ventricular (rv) lead. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.